Manufacturer narrative:
The index procedure was an elective case. The target lesion was the proximal/mid left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, concentric, calcified, ostial, 15mm in length, 3.5mm vessel diameter, and type b2. The lesion was pre-dilated with a 2.5x15mm balloon at 14 atm for 30 sec. A cypher 3.0x18mm stent was implanted at 16 atm for 30 sec. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that approximately five and one-half (5 1/2) months after the index procedure, the patient returned to the hospital for a six (6) months follow-up visit. Exercise perfusion imaging was done at this time. During the exercise perfusion imaging test, the patient developed nausea and decrease blood pressure. The ECG was observed to be abnormal at this time. Coronary angiography was done and thrombus was observed in the previously implanted cypher stent. The late thrombosis was treated by aspiration of the thrombus. The physician's comment regarding the cause of the thrombotic event was that it was due to the exercise stress perfusion imaging.